Event description:
It was reported to medtronic minimed that the customer experienced keypad anomalies with delayed response from the select and back buttons requiring multiple presses, sensor signal not found, and reported a loss of communication, and received a change sensor alert. The customer reported no adverse event. The event involved products mmt-7040a, mmt-1884, mmt-7040a, and mmt-7841zn. Troubleshooting was performed for the keypad anomaly, and the customer reported that the issue was not resolved. Troubleshooting was performed for loss of communication, and the customer reported that the transmitter was out of warranty. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-7040a, mmt-7040a, and mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test. All buttons function properly. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The test sc1-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Customer alleged not confirmed for pump unable to pair to the transmitter. Keypad/button unresponsive/button error alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.